Event description:
It has been reported to philips that two monitors in the back were completely down on the allura xper fd20 system. The system was not in clinical use and no harm has been reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the two monitors in the back were completely down system does not start. Upon further troubleshooting actions, the fse found that the host pc was unable to boot with the rest of the system. The fse replaced the host pc and license file. After replacement of the host pc and license file, the system was returned to use in good working order. The codes were updated based on the investigation outcome.